Event description:
The patient reported that a v-go fell off while wading in the ocean. Patient looked down after twenty minutes in the water, and it was gone. Patient had been wearing the v-go for about fifteen hours when this happened. Patient wore it on her abdomen. Patient said she did not feel it come off at all.